Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: separated guide wire remains in pt; attempts were made to snare but failed. Device issue: guide wire core separation. It was reported that during the procedure in the tortuous obtuse marginal artery, the whisper guide wire separated. Multiple unsuccessful snare attempts were made to retrieve the approx 6 cm section of the guide wire. The guide wire remains in the circumflex and proximal part of the left descending arteries. Further treatment is pending. Though requested, no additional info has been provided.